Event description:
Customer was displaying low blood sugar symptoms; nurse attempted to test customer on customer's meter and received an error message within specification (e-9). Nurse tested the customer on an unknown meter and obtained a lo reading. Nurse gave customer a glass of (B) (6) and customer was able to consume it. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 225 mg/dl and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.